Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2007; 4194 implantable pacing lead - (B)(6) 2007. (B)(4).

Event description:
It was reported that within a few days of a device replacement, the lead integrity alert (lia) triggered, and the right ventricular(rv) lead exhibited noise and oversensing, with some intermittent non-capture. It was found that the pin was not fully inserted into the device header, and subsequently, the pin was reconnected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.